Manufacturer narrative:
Additional, corrected and/or changed data: b.5, h.6.

Event description:
Healthcare professional reported "exchange from textured to smooth due to the patient's concerns with the product". The event of capsular contracture has been removed and this record is no longer reportable to the FDA. This record is for the right side. The device was explanted.

Event description:
Healthcare professional reported "exchange from textured to smooth due to the patient's concerns with the product" and "capsular contracture baker grade IV". This record is for the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.